Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 246 mg/dl. The customer stated that they were able to clear the alarm and complete the rewind. The customer also reported that insulin pump had failed battery test alarm. Troubleshooting was performed for the failed battery test alarm. Based on customer reports battery cap was neither damaged nor corroded. The customer states the displacement test was performed. The insulin pump will not be returned for the analysis.